Event description:
The customer reported the device alarmed and would not operate on battery power. The customer reported the unit was not in use therefore there was no patient involvement or harm. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Specifications. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the power management pcb board for replacement to address the reported problem. The biomedical engineer reported the power management board was replaced and the reported problem resolved. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.